Event description:
The surgeon at the clinic reported the following event : "during revision surgery very laborious extraction of the stem due to the failure of the stryker extractor. Procedure was complicated by the failure of the stryker extractor but was completed successfully without any adverse consequence to the patient.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding failure involving a abg ii stem extractor was reported. The event was not confirmed. Medical records received and evaluation: a medical review indicated that without the involved instrument available for inspection to prove the contrary, this aspect...is clearly procedure-related with regard to surgical technique and not device-related. Conclusions: the exact cause of the event could not be determined because the device was not received for evaluation and the reported event is unclear.

Event description:
The surgeon at the clinic reported the following event : "during revision surgery very laborious extraction of the stem due to the failure of the stryker extractor. Procedure was complicated by the failure of the stryker extractor but was completed successfully without any adverse consequence to the patient.